Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient didn't feel well and presented to the clinic exhibiting symptoms of pacemaker syndrome. The patient complained of being short of breath and having activity intolerance. The device was at rrt (recommended replacement time) and was pacing at vvi 65. The physician was upset by this and felt that it created an emergency situation for the patient. The device was explanted and replaced. No further patient complications have been reported as a result of this event.